Event description:
It was reported the patient had not felt stimulation in a couple of weeks and had noticed her symptoms return as well. She had adjusted her therapy up in amplitude but she still could not feel stimulation. It was noted she had event put it a lot higher than what she would normally be able to handle and still could not feel stimulation. The patient had no recent history of falls or trauma. It was noted the patient had seen her doctor a few weeks ago but she was not having issues with her therapy at the time so no testing was done. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Follow up information reported that the patient received assistance from their doctor and manufacturer¿s representative and their concerns were resolved. An appointment of (B)(6) 2013 was noted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v484600, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).